Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error. Troubleshooting was performed. The customer reported no adverse event. The event involved product(s) mmt-754wws. Customer reported a keypad anomaly and buttons were not responding. Customer identified the pump's time continues to advance. No harm requiring medical intervention was reported. Mmt-754wws was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
Unit had unresponsive down button due to unlocked j2/lcd keypad connector. Unable to perform self-test, and displacement test. Reconnected j2/lcd keypad connector, all button function properly. Pump history download using thds was successful. However, there is no button error alarm anomaly on event date. Pump was cut and open found no moisture/damage on the electronics, battery connector, battery tube, motor, vibrator, keypad flex tail, keypad trace noted during visual inspection. Peeled out keypad overlay, found down button flattened (creased) buttons dome switch. The test reservoir locked in place properly and no anomaly noted. Unit had scratched case, cracked battery tube threads, stained address/serial number label and stained end cap sticker. In conclusion, unresponsive down button due to unlocked j2/lcd keypad connector confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.